Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified superficial femoral artery (sfa). A 4mm x 40mm x 145cm coyote es balloon catheter was advanced to dilate the target lesion. On the first inflation at 6 atmospheres, the balloon ruptured. The physician removed the device intact from the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with no original packaging or other devices. There was blood and contrast in the inflation lumen. Magnified inspection revealed a 1.5cm longitudinal tear in the balloon wall on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified superficial femoral artery (sfa). A 4mm x 40mm x 145cm coyote es balloon catheter was advanced to dilate the target lesion. On the first inflation at 6 atmospheres, the balloon ruptured. The physician removed the device intact from the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).